Manufacturer narrative:
Analysis received the unit with intermittent button response due to moisture damage on the keypad traces. The unit had all operating currents are within specification. There was no off power alarm functions properly. There was no blank display noted. There was no damage on the isolation tape. The insulin pump involved in this event is the paradigm real-time veo insulin infusion pump, which is not marketed in the united states. However, the device is similar to the paradigm real-time insulin infusion pump, which is marketed in the united states.

Event description:
The customer reported via phone call that the insulin pump was unresponsive. The customer's blood glucose was 118 mg/dl at the time of incident. The insulin pump will be returned for analysis.